Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 24th july 2009 and performed to specification up to the 5th january 2014. The device failed a self-test due to a low battery on the 12th january 2014. A fresh pad-pak was installed in september 2014, the device passed a self-test and continued to perform to specification up to the 25th october 2015. The device records manual power ups up to two minutes duration or less. The user may have been manually power cycling the device or it may be the beginnings of membrane failure. The device then passes self-tests up to the last log entry on the 10th january 2016. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log however the manual power ups may suggest the beginnings of membrane failure. There was evidence of membrane failure as the green status led was found to be constantly lit between flashes and an excess current drain was measured. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.